Event description:
New information received notes that oversensing and noise were also observed on the lead. The lead was explanted and there were no adverse consequences to the patient following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
\ A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.4-42.8cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.4-20.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed during a generator change due to normal eri. Electrical function of the lead was tested with no anomalies detected. Patient was asymptomatic. Lead remains implanted and patient will continue with routine follow-ups by physician.